Manufacturer narrative:
The cause of the patient¿s infection/septic loosening and subsequent revision cannot be conclusively determined. However, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no clinical/patient medical information provided. These devices are used for treatment not diagnosis. B3: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant devices: 6264444 - 02-010-04-0240 - logic cr femoral por, left, sz 4; 4141935 - 02-012-51-4013 - logic tib insert impl crc, sz 4, 13mm; 6529350 - 200-02-32 - three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty and then approximately 1 year, 9 months later, the patient experienced a revision surgical procedure. The patient was revised to a competitor's devices. Revision operative report states- failed tka secondary septic loosening. X-rays demonstrated loosening of tibial as well as patellar component. Aspirated knee, it was significant for red blood cells as well as 12,000 white blood cells with 100% neutrophil differential- nothing grew from the aspiration. Patellar component was completely loose. Removed any remaining cement. Femoral component was grossly loose.... Removed the tibial component, it was grossly loose. No apparent complications noted. There is no clinical/patient medical information provided. No device return anticipated due to this being a legal case and no other information is available at this time.